Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a skin reaction and an infection which occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient developed a rash, inflammation, and redness under the sensor patch. Prior to sensor insertion the area was prepped with soap and water. The patient placed an iodine patch over the reaction area. The patient called his primary care physician who advised to go to the emergency room (ER). He went to the nearest emergency room in (B)(6), and was diagnosed with a staph infection; however, there was no surgeon on call to help relieve the pus at the insertion site, so he was transported via ambulance to a hospital in (B)(6). He had an incision and drainage (I&d) and was hospitalized for staph infection treatment (unspecified). He was discharged home after three days and mentioned he was prescribed wound support pills to help with scar reduction at the surgical site. At the time of report the patient recovered and was doing well. Multiple attempts to contact the reporter were made; however, no other details were obtained. No additional event or patient information is available.